Event description:
It was reported that, during a follow-up, the programmer had a red warning screen. The caller reset the warning without checking what it was about. A review of the device downloaded memory was done by technical services. It was confirmed that the device exhibited a patient data alert. Technical services advised that the original implant data has been lost. This is correctable by re-entering the patient data. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.